Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Summary of incident: patient here for c12d2 of xxx treatment. Patient receives injection with two separate syringes. During administration of second injection, upon pressure from the plunger, the syringe and closed system device separated. The medication splashed onto the nurse, xxxx, and patient. The medication got onto the patient¿s jeans, did not touch skin. However, the medication did splash onto the nurse¿s cheek and neck. The nurse immediately stopped administration and washed her face and neck with soap and water. The patient was unharmed as the medication only got onto his pants. The pants were wiped with a damp cloth. Chemo spill protocol was followed with the assistance from pharmacy. The physician, xxxxx, was notified. A new syringe of medication was made by pharmacy and administered with no further issues. Bd phaseal n35-0 non-locking injector, ref 515052, exp 03/31/2027, lot 2410306. No, no serious event after the fact.

Event description:
No additional information

Manufacturer narrative:
Pr 11910098 follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the n35-o injector is observed to be assembled with a connector and needle and the syringe is disconnected from the injector luer. There is no visible damage or other defect identified within the photo to indicate why the reported disconnection occurred. A device history review was performed for lot 2410306, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported event. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification that all critical dimensions are within specification such as luer threading. Testing results were reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 2410306 were used for additional evaluation. All product was visually inspected, no defects were observed, and luer threading was verified to meet required specification. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.